Manufacturer narrative:
(B)(4). Customer complaint is confirmed through visual inspection of the returned device and photos received from the customer. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. Corrective action in the form of a non-conformance has been assigned to further investigate this issue.

Event description:
Customer complaint alleges that mac2 blades were inside packaging labeled mac1. It was reported the alleged defect was noted prior to patient use. It was reported there was no patient injury or consequence.